Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, low pacing impedance was observed on the left ventricular (lv) lead. The patient was brought into the clinic and the low pacing impedance was not reproducible. The physician elected to perform no additional intervention to resolve the event. The patient was in stable condition and will continue to be monitored.